Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of over 600 mg/dl. Customer tested positive for ketones. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that cannula was bent. Customer did not have tubing clamp in order to continue troubleshooting. Customer was advised that tubing clamp would be sent out in order to continue troubleshooting. Customer was seeking medical assistance for ketones. No further information provided.